Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code was not working. A technical support specialist (tss) advised the customer to choose the correct patient to resolve, and the customer was then able to issue the item with the validation code. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini validation code was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.